Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The double camera controller (doco) was analyzed and the reported failure could not be reproduced. The technician was unable to reproduce the failure report by installing this doco into a test system. It started up with no error. Ran 50x power cycle with this board, all passed. The doco remained in the test system for days, while testing other parts, and it performed with no issue. Video test passed. The complaint was not confirmed based on the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the double camera controller (doco) along with assy cable core to doco to resolve the issue. The system was tested and verified as ready for use. Isi has not received the doco involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed contacted the technical support engineer (tse) and reported that the operation room (or) team stated that the vision side cart (vsc) touchscreen vision was blur. Customer reported that white color flickering dots coming on both vsc and surgeon side cosole (ssc). There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the procedure was converted to laparoscopic surgery. It is unknown if the conversion to laparoscopic surgery resulted in increasing port size incision or addition of additional ports.